Event description:
The user facility reported that during an unspecified procedure the distal end became stuck inside the sheath and the physician perforated the patient's ureter. It is unknown if the procedure was completed. No further information provided. An olympus representative has attempted to obtain further information from the user facility regarding the reported event; however, no further information can be obtained at this time.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information or if the device is received at a later time, this report will be supplemented.